Manufacturer narrative:
Initial reporter e-mail (additional): (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from an unspecified location was observed during use of a homechoice cassette. This occurred during use of the device for peritoneal dialysis therapy. It was further reported as "leakage in the hole where the cassette set connects." There was no damage noted on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.